Event description:
It was reported that the patient was having urinary incontinence and retention issues since the implant. The patient saw a urologist who felt that the stimulator was the likely cause of the urinary symptoms. The patient stated it didn¿t make a difference whether or not the stimulator was on or off when she had the symptoms. The patient planned to follow up with her urologist. There were no issues with the stimulator, recharging was successful and all impedances were within range. It was further reported that the patient was not hospitalized for the event. The patient recovered with no sequelae. Follow up information received from the healthcare professional (hcp) reported that the cause of the event was unknown and that there were no error messages. Additional information received reported that the patient would be having the system explanted on (B)(6).

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported that the manufacturer representative was not able to attend the explant. The patient outcome was unknown.